Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure transesophageal echocardiography (tee) was used, the probe was passed into the esophagus without complications. Images were obtained and showed the patient had no laa thrombus. Measurements were taken to help initially size the closure device. Venous access was obtained and an 8 french sheath was inserted. Using tee guidance, an inferior and posterior location was found on the intra-atrial septum and transseptal puncture was performed using the versacross. Heparin was administrated before the puncture, and the activated clotting time (act) was monitored throughout the case. The sheath was then advanced into the left atrium. The left atrium pressure was measured and was found to be just at 10mmhg; therefore, no fluid was administered. A 6 french pigtail was then inserted through the watchman access system (was) and placed into the anterior lobe of the laa. The was sheath was advanced into the appendage and initially it appeared a 24mm closure device was needed. After multiple deployments with the 24mm closure device the physician felt a larger device would be needed. The physician exchanged the 24mm closure device to a 27mm closure device along with a steerable sheath. Upon deployment of the 27mm closure device, the closure device was seated under a load and at an angle that was not safe to deploy. The procedure was aborted to consider other options. The patient was admitted for observation. On (B)(6) 2026, an echocardiography was performed and an effusion was noted. The patient was asymptomatic and was discharged home. The patient followed up the physician office a few days later where no complications or complaints were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: impact code added. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27 mm watchman flx pro closure device was selected to be used. During the procedure transesophageal echocardiography (tee) was used, the probe was passed into the esophagus without complications. Imagines were obtained and showed the patient had no laa thrombus. Measurements were taken to help initially size the closure device. Venous access was obtained and an 8 french sheath was inserted. Using tee guidance, an inferior and posterior location was found on the intra-atrial septum and transseptal puncture was performed using the versacross. Heparin was administrated before the puncture, and the activated clotting time (act) was monitored through the case. The sheath was then advanced into the left atrium. The left atrium pressure was measured and was found to be just at 10mmhg; therefore, no fluid was administrated. A 6 french pigtail was then inserted through the watchman access system (was) and placed into the anterior lobe of the laa. The was sheath was advanced into the appendage and initially it appeared a 24 mm closure device was needed. After multiple deployments with the 24 mm closure device the physician felt a larger device would be needed. The physician exchanged the 24 mm closure device to a 27 mm closure device along with a steerable sheath. Upon deployment of the 27 mm closure device the physician was seated under a load and at an angle that was not safely to deploy the closure device. The procedure was aborted to consider other options. The patient was admitted for observation. On (B)(6) 2026 an echocardiography was performed and an effusion was noted. The patient was asymptomatic and was discharged home. The patient followed up the physician office a few days later where no complications or complaints were reported.